Event description:
It has been reported that the device was not booting up properly. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the host pc was not booting properly. Upon functional testing, fse found that the host pc was defective. To resolve this issue, the fse created system backup, replaced host pc, loaded license file and tested the system. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.